Manufacturer narrative:
Tech found led and battery led was on, but bed would not power up. Replaced pcb assembly board to resolve this issue.

Event description:
Info received alleged that the bed would not power up. No pt impact.